Event description:
It was reported that based on a remote cardiac monitoring session, the right atrial (ra) lead showed possible undersensing. It was also noted that the right ventricular (rv) lead had high rate episodes that had very short v-v intervals. Both ra and rv leads remain in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2005. (B)(4).